Manufacturer narrative:
Only the sensor board was returned to the manufacturer for further investigation. The manufacturer was able to confirm the failure.

Event description:
A ventilator was returned to a third party service center with an allegation the device had high expiratory pressure. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device's sensor board was observed. The device's sensor board was replaced to address the issue.